Manufacturer narrative:
Although a device malfunction occurred and pieces of the device were reportedly left in the patient, at this point in time there is no reported evidence that this event caused patient injury or any other negative health related outcome. Sterilmed will continue to monitor this case and make FDA aware of any adverse health events associated with this situation should any arise. A thorough investigation was performed on the returned device and the mode of failure was determined to be overheating of the electrode caused by a lack of irrigation fluid, which ultimately damaged the insulation surrounding the electrode to the point where a breakage occurred. The fact that this device was reprocessed in no way made it more susceptible for an event like this to occur and the results from the investigation suggest that the root cause was misuse of the device during the procedure by the physician.

Event description:
During an orthopedic shoulder procedure, the tip of an rf probe broke and some pieces of the device were reportedly unable to be retrieved with the patient by the surgeon. No negative health concerns have thus far been reported.